Event description:
A malfunction occurred with the t:slim x2 pump as the battery would not charge, leading to a shutdown and inability to turn the pump back on. The customer's blood glucose level exceeded 500 mg/dl, referenced as "high," due to the issue. The customer managed the high blood glucose level by administering a correction injection via multiple daily injections (mdi) and did not require external assistance. Technical support provided guidance on battery best practices and instructed the caller to monitor the system and reach out if the issue continued.